Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient has issue with infusion set on (B)(6) 2026. The patient experienced high blood glucose (23.4mmol/l) which lasted for 3-4 hours and got treated with needles. No further information available.